Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that the allegation was confirmed with observation of a cut noted in the insulation from the terminal pin. Furthermore, this cut corresponds to cut noted in the suture sleeve. There were no other damages observed.

Event description:
It was reported that this right ventricular (rv) lead's insulation was damage. The physician noticed an insulation break on lead during the procedure. A new lead was then requested. This rv lead was explanted. No additional adverse patient effects were reported.